Event description:
It was reported that during a laparoscopic roux-en-y procedure, the device was loaded with 6r45b reload and was inserted down trocar (second reloading of device). Rep observed two staples sticking up from new reload housing while watching procedure on video screen. Rep stopped surgeon prior to firing device. Reload was removed and saved to send back for analysis. Same long45a was used to complete procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Damaged cartridge the analysis results found that a 6r45b cartridge reload was received unfired and in good visual condition. The reload was tested for functionality with a test device and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. However, one staple was missing from the staple line, the missing staple does not create a fluid path or compromise the integrity of the staple line. While no conclusion could be reached as to how the staple became missing. It should be noted that all instruments are inspected 100% for staple presence by a visual system prior to the placement of the staple retainer. In addition, at finished goods, the instruments are visually inspected based on a sample. A 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.